Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a male patient (age not provided) who experienced injection site inflammatory reaction and suspicion of injection site infection after receiving treatment with synvisc-one. No relevant medical history, past drugs, concurrent condition and concomitant medications were reported. It was reported that the patient had received no previous viscosupplementation treatment. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dosage regimen, lot/batch number and expiration date unknown) in the joint of a knee. On an unknown date in (B)(6) 2015, few days after initiating treatment with synvisc one, the patient experienced an important injection site inflammatory reaction associated with an increase of c reactive protein to 100 mg/1 (normal range: not provided). It was reported that as the physician suspected an infection, the patient was hospitalized and was placed under surveillance. At the date of the contact, there was no information to confirm an infection and the action taken during the hospitalization was also not reported. On an unknown date, the patient was discharged from the hospital and was recommended to apply ice on the knee. Corrective treatment: application of ice for injection site inflammatory reaction and not reported for suspicion of injection site infection. Outcome: unknown for both the events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi follow up company comment dated july 1, 2015: the follow up information received does not change the previous case assessment. Sanofi company comment dated june 22, 2015: this case concerns a male patient who was hospitalized for suspicion of injection site infection after synvisc one injection. Although, the causal role of synvisc for the event cannot be denied on the basis of temporal relationship, however, the lack of information regarding lab data, clinical course of the event, patient's medical history, underlying condition, concomitant past medications, and drugs precludes a comprehensive assessment of this case.

Event description:
This unsolicited device case from (B)(6) was received on may 5, 2015 from a physician. This case concerns an adult male patient who experienced injection site inflammatory reaction and suspicion of injection site infection after receiving treatment with synvisc-one. No relevant medical history, past drugs, concurrent condition and concomitant medications were reported. It was reported that the patient had received no previous viscosupplementation treatment. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dose, lot/batch number and expiration date unknown) in the joint of a knee. On (B)(6) 2015, the patient experienced an important injection site inflammatory reaction associated with an increase of c reactive protein to 100 mg/l (normal range: not provided). The same day, the patient's physician suspected an infection. On an unknown date in 2015, the patient was hospitalized and was placed under surveillance. At the date of the contact, there was no information to confirm an infection and the action taken during the hospitalization was also not reported. On an unknown date in 2015, the patient was discharged. From the hospital and was recommended to apply ice on the knee. Corrective treatment: application of ice for injection site inflammatory reaction and not reported for suspicion of injection site infection outcome: unknown for both the events seriousness criteria: hospitalization for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation for both the events. Imputability: injection site inflammatory reaction: (B)(4). Suspicion of injection site infection: (B)(4). Additional information was received on june 22, 2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on june 25, 2015 from the physician. The event onset dates of "suspicion injection site infection" and "injection site inflammatory reaction" was updated from (B)(6) 2015. Clinical course updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) /2015 from a physician. This case concerns a male patient (age no provided), who experienced injection site inflammatory reaction and suspicion of injection site infection after receiving treatment with synvisc-one. No relevant medical history, past drugs, concurrent condition and concomitant medications were reported. It was reported that the patient had received no previous visco supplementation treatment. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dosage regimen, lot/batch number and expiration date unknown), in the joint of a knee. On an unknown date in (B)(6) 2015, a few days after initiating treatment with synvisc one, the patient experienced an important injection site inflammatory reaction associated with an increase of c reactive protein to 100 mg/12 (normal range: not provided). It was reported that as the physician suspected, an infection, the patient was hospitalized and was placed under surveillance. At the date of the contact, there was no information to confirm an infection and the action taken during the hospitalization was also not reported. On an unknown date, the patient was discharged from the hospital and was recommended to apply ice on the knee. Corrective treatment; application of ice for injection site inflammatory reaction and not reported for suspicion of injection site infection. Outcome: unknown for both the events. (B)(4). The product lot number was not provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization for both the events. Imputability: injection site inflammatory reaction: c2s2b3 suspicion of injection site infection: c2s2b3. Additional information was received on 22-jun-2015: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 29-jun-2015: the follow up information received does not change the previous case assessment. Sanofi company comment dated 22-jun-2015: this case concerns a male patient who was hospitalized for suspicion of injection site infection after synvisc one injection. Although, the causal role of synvisc for the event cannot be denied on the basis of temporal relationship, however, the lack of information regarding patient's medical history, underlying condition, past medications, and concomitant drugs precludes a comprehensive assessment of this case. Test name: c-reactive protein, date (B)(6) 2015.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for both the events. Imputability: injection site inflammatory reaction: (B)(4). Suspicion of injection site infection: (B)(4). No further information was provided. Pharmacovigilance comment: sanofi company comment dated (B)(6)2015: this case concerns a male patient who was hospitalized with suspicion on injection site infection after receiving synvisc one injection. The temporal relationship between the synvisc one and event is not sufficient to rule out the causality of device in the occurrence of event completely. However patient's underlying disease might be responsible for the event. Moreover due to lack of information regarding patient's medical history and concurrent medical conditions, complete case assessment is not possible.